Event description:
During procedure doctor noticed the burr started to smoke then suddenly fell off getting sucked into the suction machine. New device obtained, no further issues, no harm to patient. Device was not saved.